Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was "failing". It was also reported that the rv lead exhibited insulation "issues" and low impedance in bipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.